Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg 529 mg/dl). Ketone level was high. Boluses via the pump and manual injections were administered elevated bg. The customer alleged elevated bg was due to the pump. A pump system check was performed and no device issues were identified; however, the customer still believed the pump was the cause. Reportedly, the customer discussed the event with a tandem territory manager.